Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement test and self test. The device was monitored and was functioning properly. No error alarm noted. The unit was received with cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there are alarms. The blood glucose reading is 222 mg/dl. The insulin pump will be replaced. Nothing further reported.